Event description:
It was reported that the medical professional¿s tablet returned the message ¿unable to open the port: the system cannot find the file specified¿. Different programming wands and cables were used nut the error message was displayed when attempting to interrogate different devices. Further information was later received indicating that a new usb cable had been used and that interrogations could be completed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Return of the suspect cable is expected but it has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The suspect usb cable was returned to the manufacturer. An analysis was performed on the returned and a disconnected wire connection was found in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified